Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies each device states: "pelvicol acellular collagen matrix is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvicol implant should not be used." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has suffered injuries, including erosions, hardening, pain, worsening urination and additional surgical procedures.